Manufacturer narrative:
There was no patient injury. PICC was pulled due to moisture under dressing. Leak suspected. Medical intervention-new PICC placed. No product from the affected lot was found in available inventory. A review of the dhrs and inspection records was conducted and no similar concerns were found. A review of the returned device was performed. The device was returned with the catheter trimmed and with dressing still attached (tegaderm and chevron taping around the integrated extension set). A pressurized leak test was performed on the device with red-dyed water (for visibility) and no leak was detected. No leak was detected in the returned device. Other potential causes for moisture beneath the dressing include moisture from skin or drainage from the insertion site. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use.

Event description:
PICC was pulled due to moisture under dressing. Leak suspected. Medical intervention-new PICC placed.